Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at the site event on 21-june-2024. Blood glucose level reported during event was high and patient address high blood glucose by taking correction bolus via the pump. No further information available.